Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving unknown drug via an implantable pump for unknown indications for use. It was reported that it was reported that the patient was unable to receive benefit from medication being administered in the pump. A catheter analysis was also performed by withdrawing from the cap (catheter access port) port in every replacement procedure. The pump and the catheter was replaced and it was unknown if the issue was resolved. There was no issue with the devices. The patient status was alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.